Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. No blank display. Lcd board ok. Unable to performed functional test due to motor error alarm anomaly. The insulin pump was received with minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and alarmed motor error. Customer's blood glucose was 126 mg/dl at the time of incident. Customer was unable to clear alarm after a battery change and the pump alarmed motor error again. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.